Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05210. Related manufacturer reference number: 2938836-2019-05211. Related manufacturer reference number: 2938836-2019-05212. It was reported that the patient presented for lead extraction procedure due to pocket erosion. The whole system was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.